Event description:
Pt was brought into the hospital by the paramedics with a blood glucose level of 24 mg/dl. Pt stated that when refilling the cartridge she had overfilled the cartridge. She admitted that she had removed the slide clamp before tightening the adaptor onto the pump. This resulted in the excess insulin being delivered in as a bolus.